Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A gore® dryseal flex introducer sheath was used for access. After the contralateral leg component was deployed in the left common iliac artery, ballooning was performed using gore® molding & occlusion balloon. A distal type I endoleak was observed on the angiography, therefore, ballooning was performed again, but the endoleak remained. Additionally, dissection from the left common iliac artery up to the aneurysm was observed on the angiography. An additional stent graft was placed down to the left external iliac artery to treat the endoleak and the dissection. The left internal iliac artery was occluded unintentionally. The endoleak was resolved. The patient tolerated the procedure. The physician reported that it is unknown at what point in time the dissection formed, but the dissection might have formed due to strong ballooning to treat the endoleak, or that it might have formed during sheath advancement.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.